Manufacturer narrative:
B5 - "lens rotation was also reported" should be included in the inital MDR. H6 - medical device problem code 2923 should be included in initial MDR. Claim # (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.50/2.5/082, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was removed due to low vault. A replacement lens of longer length was later implanted and the problem resolved. Cause was unknown.